Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on (B)(6) 2026, the patient went to bed on thursday with a blood glucose (bg) level of 5.6 mmol/l. Friday morning, the bg level had increased to 19-20 mmol/l. The bg increased to around 20 mmol/l. The patient self- treated with insulin through their omnipod insulin pump, but never saw an effect from this insulin. The patient became dizzy, started vomiting and almost lost consciousness. She was taken to bispebjerg hospital by an ambulance, where she was treated for diabetic ketoacidosis. The patient¿s bg level tested at 25 mmol/l and ketones at 4.7 mmol/l. The patient was treated with water, insulin and food at the hospital. She was hospitalized for around 8 hours. It was unclear to what extent the possibly missed alert contributed and to what extent the possibly faulty pod contributed to the hospitalization. This incident has also been reported to insulet. At the time of the report the patient was fine but tired. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's high alert was enabled at the time of the incident with the threshold set to 10.1 mmol/l, the audio set to sound, and the snooze feature disabled. Data investigation shows that the patient's estimated glucose values exceeded the high alert threshold at 4:14 am on the alleged incident date, (B)(6) 2026, and the app delivered a high alert at partial volume (90%) with an egv of 10.4 mmol/l. This alert was acknowledged a minute later at 4:15 am. At 4:19 am, the patient's egv read 10.4 mmol/l, but the app dd not deliver another high alert as the snooze feature was disabled. The patient's egvs read 9.3 mmol/l, 9.4 mmol/l, and 9.9 mmol/l at 4:24 am, 4:29 am, and 4:34 am respectively. The patient then met the high alert threshold again at 4:39 am with an egv of 10.1 mmol/l, but the app did not trigger another high alert due to alert hysteresis*. The patient's egvs continued to gradually rise thereafter, and at 7:04 am, she experienced a 10-minute period of signal loss followed by a 10-minute period of brief sensor issue. The last egv the app delivered prior to the signal loss was a reading of 14.8 mmol/l at 6:59 am. When the signal returned at 7:24 am, the patient's egv was 15.9 mmol/l, and the app delivered a high alert at partial volume after the signal loss reset the alert. This alert was not acknowledged. At 7:29 am, the patient entered another period of signal loss. When the signal returned at 7:51 am, the app delivered a high alert at partial volume (60%) with an egv of 18.4 mmol/l after the signal loss reset the alert. This alert was acknowledged at 7:54 am, and at the same time, the patient's egv rose to 19.3 mmol/l. At 7:59 am, the patient experienced signal loss for ten minutes, brief sensor issue for five, and signal loss again for the next five. When the signal returned at 8:19 am, the app delivered a high alert at partial volume with an egv of 20.4 mmol/l after the signal loss reset the alert. This alert was acknowledged at 8:21 am. The patient's egvs read between 19.4 mmol/l and 20.8 mmol/l from 8:24 am to 8:39 am. At 8:44 am, the patient experienced a 10-minute period of signal loss followed by a 10-minute period of brief sensor issue. At 9:04 am, the app delivered a high alert at partial volume with an egv of 21.6 mmol/l after the signal loss reset the alert. The app delivered two additional alerts at partial volume during the next two five-minute intervals with readings of 21.0 mmol/l and 21.2 mmol/l respectively. A five-minute interval of brief sensor issue occurred at 9:19 am. At 9:24 am, the app delivered a high alert at partial volume with an egv of high (greater than 22.2 mmol/l); this alert was acknowledged immediately. The patient's egv remained at high for about the next three hours, after which they finally started to descend. Though the readings did not reach high again for the remainder of the day, the patient did not fall back down to target range until the following morning. The reported complaint was undetermined. Although the patient alleged not receiving a high alert throughout the night of (B)(6) 2026, data investigation found that she both received and acknowledged the high alert when the alert threshold was breached at 4:14 am. It is unknown why the patient does not recall receiving this alert. The root cause of the hyperglycemic event could not be determined. Although the root cause is not known, use error was determined to be a contributing factor as the snooze feature for the high alert was disabled, which prevented the patient from receiving additional alerts sooner. The app functioned within specifications and patient settings. *alert hysteresis: prevents the high alert from triggering again after it is acknowledged unless the egv drops below 10% of the high threshold and meets or exceeds the high threshold again within 60 minutes of acknowledgement. No additional patient or event information is available.